Manufacturer narrative:
Product implicated is a 3 fr catheter. Returned for evaluation is the hub only, which measures 5.8cm. Lot history review indicated no related component or mfg issues and no product complaints of similar nature. The catheter separated inside the hub. In order to view the tubing at the break point, the catheter hub was dissected distal to the break. Under 50x magnification, the texture at the break point appears granular and dull, with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instruction for use states, "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured, it may migrater or inadvertently be broken."

Event description:
Cath placed at another facility. And had been in for 3 1/2 days when it "fell apart" at the hub. The catheter was coiled externally with a spot band-aid over the insertion site. The catheter was removed.